Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor smooth round moderate plus profile 300 cc, catalog number 3502300, serial (B)(4), lot number 6815421. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown mentor saline breast implant that bilaterally deflated and bilateral breast ptosis after implantation. Rippling in the side of implant, the doctor examined the patient and observed possible deflation. As a result, patient underwent bilateral removal and replacements with silicon implants as follow: right: catalog number 3501251bc, serial (B)(4). Left: catalog number 3501251bc, serial (B)(4). On (B)(6) 2018. Bilateral breast lift was also done. This report is for the right implant.

Manufacturer narrative:
On 7/5/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed one leak caused by a rent measuring approximately 0.6 cm on the anterior aspect. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/03/2018, additional information indicated that there is an update on the lot and catalog number of the device which are as follow: 6816420, 3502300. There was also information that patient had issue with ptosis. A device history record review is in progress for the updated lot, once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).